Event description:
As reported, the 5x150 smart flex was delivered to the left distal femoral artery (near the popliteal) lesion along an unknown guidewire. However, the stent became stuck on the system after 3-4cm of release. Forceful retraction and release by the operator had no effect. Finally, the operator pulled the incompletely released stent system as a whole into the torsion sheath, and then moved the long sheath out of the body. The device was removed without injury. After the device was removed from the body, the operator gently tugged on the released 3-4 cm length of the stent outside the system. The stent had feedback of snagging but the stent was able to be tugged out of the system. After which a new long sheath and stent were reintroduced for treatment. The right femoral artery was punctured. The unknown angiographic catheter was withdrawn after the guidewire passed through the lesion. A 4*150 or 5*150 mm unknown balloon was delivered to the lesion through the non-cordis .018 guidewire for dilatation. A 5*150 unknown drug-coated balloon was continued to treat the lesion. The angiographic view showed significant angioelastic retraction. The product was stored and handled according to the instructions for use (IFU). When the stent package was opened, the overall condition of the stent was fine, which is why the operator used it. The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a grey background is clearly visible. No problems were found with the outer or inner packaging or the smart flex device. There was nothing unusual noted about the stent delivery system prior to use. The stopcock was no connected to the y-connector of the tuohy borst valve. There was no difficulty encountered while flushing the stopcock or while flushing the sds. The target lesion was measured to be 4mm in diameter. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The length of the lesion was noted to be 140mm. The lesion had a 70% stenosis with moderate calcification. The vessel was not tortuous. There was no thrombus present. The delivery system did not pass through any acute bends. There was no difficulty encountered while tracking/advancing the system to the lesion. Unusual force was not used at any time. A non-cordis 6f pre-curved long sheath was used with a non-cordis .018 wire. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d4, g3, h1, h2, h3 and h6 a review of the manufacturing documentation associated with lot 279846 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.